Event description:
A reporter called to submit a report per the manufacturer's request that his device has been recalled. Reporter said, he has had the machine for 4 years and has had any problem with it. However, soclean advised him that it has been recalled and they would send him an adaptor.